Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Reporter is synthes sales representative device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent procedure with a dynamic hip screw (dhs). During the procedure, back end of a drill bit for dhs/dcs snapped off during use. The drill bit was removed with an unknown plier, an alternative was sought but couldn't be found. The surgery was completed without finishing the step. There was a fifteen (15) minutes delay to the procedure. There was no adverse event to the patient reported. This report is for one (1) 8.0mm drill bit for dhs/dcs triple reamer. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 338.100, lot: 1941865. Manufacturing location: hägendorf, release to warehouse date: oct 28, 2008. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. Upon visual inspection of the complaint device it can be seen that the back end (coupling part) is broken off, this thus confirming the complaint description. Furthermore, the part has dent's, deformation and scratches all over the part, and in addition the proximal end of the device (tip) is worn (cutting edges are dull) from often use over the years. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no document/specification review is needed. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that wear and tear from often use over the years (as the part is 10 years old) led to this damage or/and that during the operation an application error may have taken place. Complaint is confirmed as we are able to confirm complaint description (that the back end snapped off) based on the received pictures. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.